Event description:
It was reported that on (B)(6) 2024, a 3 mm x 4 mm amplatzer piccolo occluder was chosen for a procedure using a 14f amplatzer torqvue low profile catheter for a 4 week, 0.68 kg patient. During procedure, while releasing the device from the delivery cable, the device pin became lodged inside the end of the delivery catheter. The physician used a non-abbott wire to dislodge device pin from the catheter, and the wire pushed past device inside patent ductus arteriosus (pda). When removing the wire, device moved anterior leaving middle lobe and pulmonary artery (pa) disc inside pa with aorta disc still inside pda. The pda was completely closed but mild left pulmonary artery (lpa) stenosis was noted. The cause for pin dislodge was that the delivery catheter was too close to the device pin during release. The patient's vitals remained stable with no consequences. There was no delay in the procedure. The patient status was stable.

Manufacturer narrative:
An event of migration pulmonary artery to anterior inside the patent ductus arteriosus and stenosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Reportedly, during procedure, the device embolized after being implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported migration of device could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 3 mm x 4 mm amplatzer piccolo occluder was chosen for a procedure using a 14f amplatzer torqvue low profile catheter for a 4 week, 0.68 kg patient. During procedure, while releasing the device from the delivery cable, the device pin became lodged inside the end of the delivery catheter. The physician used a non-abbott wire to dislodge device pin from the catheter, and the wire pushed past device inside patent ductus arteriosus (pda). When removing the wire, device moved anterior leaving middle lobe and pulmonary artery (pa) disc inside pa with aorta disc still inside pda. The pda was completely closed but mild left pulmonary artery (lpa) stenosis was noted. The cause for pin dislodge was that the delivery catheter was too close to the device pin during release. The patient's vitals remained stable with no consequences. There was no delay in the procedure. The patient status was stable.